Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient felt symptomatic when bending over. The right ventricular (rv) lead and left ventricular (lv) lead showed oversensing. The leads remain in use. No patient complications have been reported as a result of this event.